Manufacturer narrative:
The device was returned to the manufacturer for repair. The inspection found that the device was out of specification was the '0' thickness lever setting. Unable to determine a cause of the reported complaint. The only calibration out of specification was the '0' thickness lever setting. This alone would not have been the cause of the reported complaint. All other performance specifications were met. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer electric dermatome was taking too thick skin graft. There was no report of injury or medical intervention associated with the incident.